Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a loose connection of the water supply tank. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material was coming out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the mouthpiece was loose. The device evaluation found that residual liquid or foreign material was coming out of the channel tube. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may have adhered to the endoscope. It was unknown if water was aspirated through the instrument / suction channel, there were no abnormalities in the accessories used for reprocessing, the customer did not presoak in the endoscope solution, the instrument channel outlet was not wiped / brushed with clean lint-free cloths / brushes / sponges, and the instrument channel / instrument channel port / suction cylinder were not brushed. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, switch 1 had a scratch, and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the residual liquid / foreign material coming from the channel tube was caused by not conducting the reprocessing appropriately (the endoscope was not immersed in the cleaning liquid, the forceps port was not wiped / brushed on the tip with a gauze / brush / sponge, and the forceps channel / forceps plug mouthpiece / suction cylinder were not brushed); however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 6 application and condition of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.